Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
The patient reported that their previous implantable cardioverter defibrillator (ICD) ¿misfired¿ once. The ICD was later reported to have been explanted and replaced for normal battery depletion. No patient complications have been reported as a result of this event.